Event description:
It was reported that (1) device was used during a thorascopic bullectomy. It was reported by the affiliate that after reloading the tsb35 instrument for the fourth time, the surgeon noted that when opening the stapler, the anvil would not move anymore. The surgeon used another instrument to complete the case. There was no consequence to the pt.